Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump alarmed "cassette not attached properly," as soon as the pump was set and started. The event occurred during testing, no patient injury was reported.